Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that in an unknown quantity, the opening of the wafer was off centered. None of the products were used from this market unit. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). The investigation associated with related event (B)(4) has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. Batch record review: lot 8f01050 was manufactured on 06/07/2018 in the convex 2 pc building 8, with a total of (B)(4) market units. Compliance engineer ID 6054 performed a batch record review on 07/29/2020 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code 413182 sap material ID 1161271 and manufacturing order 1417240. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: no photograph associated with this case and no unused return sample was expected. Summary of the related event: the purpose of this investigations was to determine the root cause associated investigation wafer disc decentralization, complaint malfunction code ost-pmc1.8 (skin barrier starter hole is defective, e.g. Misalignment or off center, leakage may occur), for lots manufactured in convex 2 pc building 8, haina, d.r. After the use of the 6 m¿s methodology to document investigation findings, explore and analyze probable causes, it was determined the following root causes and opportunities: method opportunity: due to the fact that the occurrence of this failure mode is not constant, it has peaks of occurrence during the process, it is observed that the actual testing method (random hourly sampling) may not captured effectively the defects prior to packaging, so it is suggested the implementation of a continuous testing method to anticipate to all of the peaks. Manpower opportunity: a certification of the operators who have direct influence due to the ¿flange/wafer loading¿ process in the operation they are executing should be considered in order to reduce the learning curve effect in process and guarantee the training effectiveness. This should be performed in conjunct with the quality inspector, process engineer of such line and the supervisor. Machine: it is considered that due to the observations registered, machinery is the root cause of this incident. It is concluded that all the machinery/ tooling items complied when compared against drawing and pi21-139 rev 10.0 specifications, however due to the demands of the process, these tooling require a dimension modification to reduce the variability of the process. Listed below are the observations. Misalignment of the wafer loading pins. Misalignment of the upper wafer loading plate. Fixation of the upper wafer loading plate and lower wafer loading plate. Actions will be taken for each factor and are going to be summarized on corrective action / preventive actions (CAPA) plan. Actions covered in this investigation will be implemented in convex 2 pc building 8 inside convatec d.r., except for automatic convex 2 pc, because the design and functioning of this machine is different. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation: batch record review: lot 8f01050 was manufactured on 06/07/2018 in the convex 2 pc building 8, with a total of (B)(4) market units. Compliance engineer ID (B)(4) performed a batch record review on 07/29/2020 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code 413182 sap material ID 1161271 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: no photograph associated with this case and no unused return sample was expected. Investigation conclusion: this investigation applies to all family products manufactured on convex 2piece (pc) manual line located in haina manufacturing site, building 8a for failure mode: skin barrier starter hole is defective (e.g. Misalignment or off center), leakage may occur. A targeted root cause investigation for these known issues/malfunction codes has been conducted. The manufacturing process including equipment performance, quality inspections and quality control records were reviewed. The use of the 6 m¿s methodology to explore and analyze probable causes was completed. The root cause investigation identified tooling as the root cause and opportunities to improve the tooling at the wafer loading station of the convex 2pc manual line. This is the station where the adhesive mass is applied to the convex insert. The root cause investigation progressed to the corrective/preventative action (CAPA) stage under the parent CAPA record. The corrective action was to implement new tooling. This new tooling passed the performance qualification (pq) validation phase and was implemented may 24, 2019, into full production. All operators were trained on the revised standard work instructions (swi) as part of implementation of the new tooling. In addition, the swi was added to the training curriculum for the operators. Containment actions were also implemented and include: slowing the manufacturing line (e.g. Reducing the speed to allow more time for the manual placement of the mass onto the assembly); implemented 100 percent inspection; awareness training of operators for the malposition of the starter hole was conducted; and stopped producing several codes which had a higher probability of starter hole off-centeredness. This investigation is closed, and all corrective actions have been implemented. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received, should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.